Manufacturer narrative:
This MDR is being submitted as part of service and repair remediation activities associated with CAPA (B)(4). The device was returned to the manufacturer for service and repair. The unit was cleaned per protocol. It was noted upon inspection that the returned unit did not meet all specific functional tests. The swivel base has both lateral & rotational movement while is in the locked position. Disassembly of the swivel lock revealed a heavy residue build up impeding the proper function of the swivel lock. All other components are in need of a good cleaning. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances related to the reported failure.

Event description:
Service and repair of the a1059 mayfield modified skull clamp found that the swivel base has both lateral and rotational movement.